Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of sometimes the analyzer does not show the r-wave value when in use. The customers experience could not be reproduced on the bench; however, the patient connector pin sockets is damaged which could cause intermittent operation. The analyzer will be repaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the r-wave value sometimes does not show when the analyzer of the programmer was in use. It was also noted that the on occasion the r wave, impedance or thresholds were unable to be saved. The pacing and sensing was noted to be functioning ok. The analyzer has been returned to service, it was further reported that the analyzer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.